Manufacturer narrative:
The product has been forwarded to codman for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4).

Event description:
The contact from the facility reported that during embolization of a 5.6x6.9 mm middle cerebral artery aneurysm the distal tip of the enterprise stent (enc452212/10479606) could not open. The aneurysm neck width was 4.9 mm. During the stent assisted coil embolization, 5 coils were shaped as expected. During the deployment of the stent, the distal tip of the stent did not expand. Only one positional marker could be seen in radiography. The surgeon withdrew the stent and he thought the patient's condition wasn't suitable for another stent deployment procedure. Since the first stent was not deployed as expected, the surgeon was concerned that another stent would injure the vessel. Therefore the surgeon decided not to use the stent. The device was removed from the catheter without removing the catheter. The surgery was completed. There was no significant delay to the procedure as a result of the issue. There was no visible damage when the device was removed from the patient. It is unknown whether the catheter was reshaped. The catheter was placed distal to the target site prior to advancement of the device to the target site followed by withdrawal of the catheter to deploy the device. The device had been recaptured although it is unknown how many times. There was no report of a patient injury. At the time of initial contact the product was available for return.

Manufacturer narrative:
A non-sterile enterprise device was received inside of a plastic bag. The product was received in the stent dispenser hoop inside of a plastic bag. The device was removed from the stent dispenser hoop and no damages were noted on it. The stent was found in its original positon. The stent was inspected under microscope and no damages were noted on it. The delivery wire was pushed until the distal section of the stent was come out from the introducer tube and the stent could be expanded without any difficulty, and the stent was recaptured inside of the introducer tube. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the lot 10479606. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer that the stent could not completely expand was not confirmed because the stent could be deployed and expanded without any difficulty. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time.